Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port (sp) instrument arm drape accessory was analyzed and found to have a dislodged inner labyrinth. The inner labyrinth was returned completely dislodged from the outer labyrinth. When returned, arm drape's collar was intact with the drape indicating the drape was not used on a system. Once the inner labyrinth was reattached to the outer labyrinth, the drape was tested on an in-house sp system for testing. All 4 magnets attached to the system without any issues and all 4 sterile adapters successfully engaged on the arms. Drape setup was completed without any issues. A spin test was performed by rotating the instrument drives up to 180 degrees in both directions and passed. There were no issues with the drape becoming dislodged from the patient side cart (psc) arm or any friction noticed. An in-house sp camera was then placed and driven on the in-house system without any issues. The camera passed the recognition and engagement tests. An in-house sp instrument was installed on all 3 arms without any issues. Engagement and recognition passed with no issues. Upon visual inspection, there was no physical damage found. The instrument was sent to engineering for further investigation, and the initial failure analysis was confirmed. The drape was found to have its inner labyrinth dislodged from its expected location within the outer labyrinth. A visual inspection did not find any additional damage or observations, and the drape appeared to rotate as expected when reassembled. The drape was transferred to design engineering for further investigation into the failure mode. No additional observations were noted, and the observation that the drape passed the spin test when conducted was further confirmed. Since the drapes appear to be free of damage and it does not appear that the labyrinths were separated by force. Specifically, it appears the inner and outer labyrinths may not have been properly assembled together, which could have resulted in the two components becoming separated during transit or when removing the drape from its packaging. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure, the customer identified that a drape was attached to the head of the robot to cover it, but the plate that fits into the disc separated and fell off. The procedure was completed with no reported injury.